Event description:
The customer called to report that the settings on the insulin pump were erased and caused her blood glucose to rise. The customer stated that she was hospitalized for high blood glucose of 514 mg/dl. The customer stated that she also experienced chest pain. The customer mentioned that the doctor requested to have the insulin pump replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.